Event description:
Additional information was received from the technical service. A defect in the distribution of the ultrasounds was reported. The event occurred during surgery and no system message was displayed. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system and the three phaco handpieces (hp) were also tested and confirmed to have specifications. The three hp and the system met specifications at the time of release. The root cause cannot be determined conclusively.

Event description:
A customer reported that the system had poor or none phaco power. At the time of this report it was unknown if the event occurred during surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).